Event description:
Additional information received stating incident did not occur while in use with a patient.

Manufacturer narrative:
One infusion pump has been returned for evaluation. Visual inspection of the device found it to have damaged lens, and a missing tamper seal. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems were identified during this DHR review. Device underwent power up, and motor functional testing. The reported customer complaint was confirmed as a result of a cam flex circuit failire. The problem source however has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump has an error code 41622. There were no reported adverse events.